Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer questioned results for 1 patient tested for elecsys pth immunoassay (pth) on a cobas 6000 e 601 module. On (B)(6) 2018 the patient was initially tested for pth on the e601 module and the result was 146.0 pg/ml which seemed high. This result was reported outside of the laboratory to the patient. On (B)(6) 2018 the patient went to a different laboratory where the result from a new sample was 50.7 pg/ml when tested for pth 1-84. On (B)(6) 2018 a new sample was obtained and the pth result from the e601 module was 120.3 pg/ml. This sample was sent to an external laboratory where the pth result was 175.00 pg/ml. There was no allegation that an adverse event occurred. The e602 module serial number was (B)(4).

Manufacturer narrative:
No issues were identified during a review of the customer's calibration signals. Qc was acceptable on the day of the event.

Manufacturer narrative:
Based on the data provided, a reagent issue is unlikely. High results were confirmed in different samples using the same method and a competitor method. The one result that did not correspond to the other high results was a pth 1-84 result from a competitor. Due to different assay specificities, pth 1-84 is not comparable to the other pth results. The issue was not related to the instrument. A product problem was not found. The investigation was unable to determine a definitive root cause.